Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the fourth report of four from the same facility. A mobius multi modality monitoring systems' power cord hit an object which caused the ac inlet module to break free and exposed the electrical contacts to the metal frame of the unit. One of the two fuses was burnt open and there was arcing of electricity and no power. Add'l info has been requested.